Event description:
A report was received that the patient had an infection at the pocket site. Symptoms were redness, swelling and pain. Antibiotics were also prescribed. The infection was due to the patient's uncontrolled diabetes and was not device related. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4) description: linear st lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.